Manufacturer narrative:
The nurse does not recall whether this ventilator alarmed or not when this incident took place. The hosp's initial investigation revealed this problem occurred due to the failure of power supply assembly in the ventilator. They swapped the power supply assembly and this ventilator seems to function. However, this unit will not be returned back into service until we receive maquet's feedback and recomendations. Please note that 1000 hrs pm was performed by siemens engineer and since then, this equipment had been functioning perfectly alright until this incident occurred. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
An incident happened at hosp with the siemens servo ventilator 300, which was being used on a pt for about 6 days in the pediatric ICU. The ventilator encountered a serious technical problem on the evening of 2004, at about 6:20 pm and the nurse assigned in the room heard a popping sound and then noticed smoke coming out of the ventilator. She disconnected the ventilator right away and started bagging the pt. As per picu nursing staff, the front panel leds light were still on, but ventilator stopped cycling and pressure/volume readings were dropped to zero.